Event description:
It was reported that the patient had a staph infection the last half of the year during implant. The patient reportedly received a new device because of the infection. No further information was reported. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Product ID 3093-33 lot# v819656, implanted: 2012 (B)(6), explanted: 2013 (B)(6), product type lead. (B)(4).